Event description:
It was reported that the customer had a no delivery alarm last night on her insulin pump. The customer's blood glucose level was 562 mg/dl. Customer treated with a manual syringe. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer was advised to call when the alarm occurs in order to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)